Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 40 mg/dl. Customer treated their low blood glucose with glucose tablets. Customer exercised, they were sweaty and it resulted in a weak signal. Customer had the insulin pump inside of their purse and they received a lost sensor alarm. Customer was advised how to properly use the adhesive to make the sensor properly stick to the body.